Manufacturer narrative:
G4: 18mar2020. B4: 19mar2020. Customer confirmed the issue was resolved, however, customer declined to provide repair details. Although requested, patient information was not disclosed by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported a ventilator with a touch screen failure. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this event.